Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that act button and up arrow button responded intermittently. Customer's blood glucose was 112 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.